Event description:
The account alleged that they found the siderail cable that had been severed and, bare metal wires are showing. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.